Event description:
Healthcare professional (hcp) reports four additional hcps experiencing reactions while using the af-220 dialyzer. Hcps complained of red patches on face and pinpoint rash on hands and arms. Hcps washed hands and face. Symptoms resolved after discontinuing use of dialyzer.